Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's other contacts were utilized to gain coverage to provide the patient with pain relief. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that post-op, contact 5 impedance were >4000. The cause was unknown. The connectivity check was done and found to be within normal limits. Attempted to program around oor contact. The issue was not resolved. Hcp had no further information. Patient weight was not known. No further complications were reported.